Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/displaced essure coil"), genital haemorrhage ("bleeding") and haemorrhagic ovarian cyst ("hemorrhagic left ovarian cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the time of essure insertion". The patient's medical history included multiparous, d & c, anxiety disorder, chickenpox, eating disorder, hypothyroidism, obesity and depression. Concurrent conditions included abdominal pain lower, discomfort, yeast infection, vulval itching, premenopausal symptoms, premenstrual cramps, premenstrual dysphoric disorder, hypothyroidism, anemia, feverish, chills, abdominal tenderness, dyspareunia, diarrhoea, constipation, ovarian cyst, ovarian cancer, sleep apnea and miscarriage. Concomitant products included intrauterine contraceptive device (copper iud). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), menorrhagia ("menorrhagia"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("minimal endometriosis") and haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, infection, menorrhagia, menometrorrhagia, dysmenorrhoea, endometriosis and haemorrhagic ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, haemorrhagic ovarian cyst, infection, menometrorrhagia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: first the right tubal ostia was cannulated with the essure device without difficulty and the coil was deployed visualizing 3 coils. The left tubal ostia was then cannulated with a second device and deployed without difficulty with 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: transabdominal ultrasound examination of pelvis does not optimally demonstrate pelvic structures. Transvaginal imaging was performed to better visualize pelvic anatomy. Examination demonstrates right ovary measuring 5.7 cm in length containing a 4.3 em cyst only seen trans abdominally and difficult to characterize. Left ovary 3.6 cm in length containing small cysts and normal in appearance. Uterus 11.8 cm in length and 6.8 x 4.9 cm transversely. Endometrium is not well visualized. There is echogenic structure within the fundal portion of the endometrium. Abdominal x-rays dated (B)(6) 2014 demonstrate probable essure implants in the pelvis in close proximity to each other. It is possible that one of the implants has migrated to the endometrium. Small nabothian cysts of cervix. No free fluid. X-ray - on an unknown date: suggesting migration of at least one of the essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, genital haemorrhage, menometrorrhagia, migration, hemorrhagic left ovarian cyst, dysmenorrhea and infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.